Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, complaint and lot history review, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter body was confirmed. The product returned for evaluation was 5fr dl powerpicc catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a break was observed at the 5cm mark. Microscopic examination of the catheter break confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: ¿ the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. ¿ sharply formed fracture edges. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
The customer reported the catheter was fractured; device found loose. Additional information from a clinical specialist: device that has been in the patient for 7 days, does not cause trauma to the patient. Clinician reports that the cut of the catheter is fine, it does not appear to be a rupture or fracture, it is possible that the catheter was cut without intention. The placement of the catheter is carried out endovascularly at the hospital.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A batch history review (bhr) of regr2586 showed no other similar product complaint(s) from this lot number.

Event description:
The customer reported the catheter was fractured, device found loose. Additional information from a clinical specialist: device that has been in the patient for 7 days, does not cause trauma to the patient. Clinician reports that the cut of the catheter is fine, it does not appear to be a rupture or fracture, it is possible that the catheter was cut without intention. The placement of the catheter is carried out endovascularly at the hospital.